Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular leadless pacemaker (lp) jumped during fixation. There was difficulty releasing the lp from the delivery catheter and while checking final measurements, it was determined the lp had migrated into the right atrium. The lp was successfully retrieved and reimplanted. There were no patient consequences.